Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was receiving inappropriate shocks. The physician elected to remove the endotak lead and replace it with a new endotak.